Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. It should be noted that in the instruction for use mitraclip system manual, warning states ¿the mitraclip® implant should be implanted with sterile techniques using fluoroscopy and echocardiography (e.g., transesophageal [tee] and transthoracic [tte]) in a facility with on-site cardiac surgery and immediate access to a cardiac operating room¿ in this incident, it was reported that for approximately 15 seconds, fluoroscopy was used (not echo) therefore, this is considered to be a user error. The reported patient effect of atrial perforation, hypotension, tachycardia, respiratory failure, pericardial effusion, death, ischemia (non-cerebral) as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported poor imaging appears to be due to the user error. The reported unintended movement was due to procedural condition (poor imaging). The reported improper or incorrect procedure or method was due to user deviating from IFU. The reported patient effect of atrial perforation and death appear to be due to challenging patient anatomy. Furthermore, a definitive cause for the reported hypotension, tachycardia, respiratory failure, pericardial effusion and ischemia (non-cerebral) could not be determined. The additional therapy/non-surgical treatment, surgical procedure, hospitalization and treatment with medication were a result of case-specific circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling. B2: date of death. H6: patient code 2104 removed.

Event description:
Subsequent to the initial medwatch report, the additional information was received: the patient expired on (B)(6) 2019. Reportedly, the patient possibly had a pre-existing underlying issue with her bowel circulatory system, which was exacerbated by the procedural hypotension and the lacerated liver was possibly due to the anesthesia, however, this was not confirmed. No further information was provided regarding this issue.

Manufacturer narrative:
Outcomes to adverse event: estimated date. (B)(4). PMA/510k: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed due to tissue injury, pericardial effusion, surgical treatment, and subsequent death. It was reported that the patient presented with degenerative mitral regurgitation, posterior 2 (p2) leaflet flail and mitral annular calcification (mac). The clip delivery system was advanced to the left atrium. The m-knob was then used to steer the device for appropriate positioning. During this, the desired echo image was not yet available and the operator used fluoroscopy instead, to view the device. For approximately 15 seconds, fluoroscopy was used (not echo) and the m knob was manipulated. The clip was not observed moving and then jumped unexpectedly. It was thought that the top of the clip was unintentionally pushed into the top left atrium, and not positioned as desired, due to inadequate imaging. Per physician, the jump was not a device issue. The jump was thought to be due to the device rubbing against the atrial structure and not towards the desired orientation, jumping once the atrial tissue was no longer in contact with the clip. The patient became hypotensive (systolic in the 40¿s and 50¿s) and tachycardic (heart rate 115-120 bpm). Medications (pressors) were provided and a pericardial effusion was observed. A pericardial drain was placed and pericardial fluid was syringed out. The mitraclip device with the undeployed clip was removed without issue. The patient was placed on a bypass machine and chest wall opened. A 4-5mm tear was observed at the top of the left atrium. Surgical repair and a mitral valve replacement was performed. Per physician, the patient's tissue was extremely friable requiring twice as many stitches. The patient was left intubated, transferred to intensive care, their chest packed with gauze, to monitor any continuation of bleeding. On an unspecified date, the patient expired due to an ischemic bowel and lacerated liver. Reportedly, the lacerated liver was possibly due to the anesthesia and the patient possibly had a pre-existing underlying issue with her bowel circulatory system, which was exacerbated by the procedural hypotension. No additional information was provided regarding this issue.